Manufacturer narrative:
It was reported that the patient was treated with topical steroid. This report is submitted on 15 march 2021.

Manufacturer narrative:
This report is submitted on october 29, 2020.

Event description:
It was reported the patient experienced recurrent infections. Additional information has been requested but has not been made available as of the date of this report.